Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) that discovered the issue replaced the batteries. The fse performed all safety, calibration, and functionality checks to passed factory specifications and completed the scheduled pm. The iabp was then released to the customer and cleared for clinical use. The full name of the event site is (B)(6) med ctr.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test during a preventative maintenance performed by a getinge representative. There was no patient involvement, and there was no adverse event reported.